Event description:
Reported from the facility in a foreign country: during a c4/c5 fusion, passive recognition by the psu (camera) was reported as being very bad. After the surgeon used a cervical probe, some bleeding occurred by damaging a vessel. Bleeding was stopped soon after this occurred. When the doctor touched the same point with an active probe and a passive probe, he said the point displayed on the screen was shifted for the passive one, and he suspected the passive recognition problem was the cause of this difference. After this happened, the doctor used active instruments and surgery was completed. Pt recovered successfully.

Manufacturer narrative:
Eval summary: tria system psu (camera) was replaced in the field and the psu was returned to mnav for eval. Psu eval found it able to track both active and passive instruments accurately, but psu was out of spec on line separation. This could affect being able to track the passive probe, but not accuracy of tracking. Therefore, this confirms a different problem than reported for the incident. Alleged inaccurate navigation may be due to other factors (such as passive sphere condition) that cannot be confirmed.